Event description:
Caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the pump reset process. Following the reset, the cgm error did not reappear, and the caller successfully started their sensor session.